Manufacturer narrative:
Inspection of the implants could not be completed as the locking cap was not returned. The sales representative confirmed that the original surgery was addressing a grade 2 spondylolisthesis that was reduced. She also returned images of the locking cap when it was reported loose. The images suggest the right l5 cap may have been loose, however, due to inability to replicate operative procedures it cannot be confirmed the state of the cap upon revision. The revision was completed when the right side of the construct had the tulips and caps replaced. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that there was a revision for loose set screw and tulips at l5 right. Right side of the construct was replaced with 2x fresh 30mm tulips and 2x set screws. The post op CT scan confirmed correct and locked off placement.